Manufacturer narrative:
Date sent to the FDA: 09/11/2009. The actual device associated with this event is not known. Customer reports the following possible products: lot: aa3jqpa0, mfg: 01/01/2008, exp 06/30/2013. Conclusion: this portion of the device is meant to be removed from the peritoneal cavity after use according to the instructions for use. A simple inspection of the device after removal would assure that no portion was left behind. This event appears to be the result of the surgeon technique and not a product malfunction or defect.

Event description:
Customer reported that the device was used for a laparoscopic paraesophageal hiatal hernia repair in 2009. The patient returned to the hospital with abdominal pain in the trocar area at approx 2 weeks later. A CT scan revealed the knot pusher in the patient's abdominal cavity. A diagnostic laparoscopy was performed for retrieval of the device.